Event description:
The MFR has changed/improved the criteria for making MDR decisions. Upon a retrospective review, the following event is not believed to be reportable: it was reported by the physician that an unk number of pillar prosthesis palatal (braided polyester filament) implants were implanted into the soft palate. One of the implants was either misplaced during the procedure or extruded within 24 hours of the procedure. The product was discarded and there is no further information available.

Manufacturer narrative:
The device was not returned to the MFR for eval. The implant is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in pts suffering from mild to moderate obstructive sleep apnea (osa). The system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approx 0.7 inches (18mm) in length and has an approx outer diameter of 0.08 inches (2mm). The delivery tool consists of a handle and 14-gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. Use of the implant involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial/full extrusion of the implant. The relationship of the device to the reported incident is unclear. The product was discarded by the customer and not returned to the MFR; therefore, no product analysis is available. Without return of the device, it cannot be determined whether or not it failed to meet specification. No applicable imaging films or medical records were received. No pt information/identifier was submitted with the original report, without which it is not possible to follow-up with the clinician for any missing data. Therefore. The available information is inconclusive as to the cause of the reported product problem. Without information to reasonably suggest a serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem.